Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. Determined that the front panel and control board were damaged by hitting a hard object against the device or by hitting the device against a hard surface during transportation. This may have caused the reported event that the device failed to start up and became very hot. The instruction manual provides preventive measures against the reported front panel damage. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp. But was returned to olympus czech group, s.r.o. (Ocg) for evaluation. Ocg inspected the device and confirmed the following; the device hung up due to a printed circuit board failure. The indicator on the front panel lit up. A lot of heat was generated in the microprocessor due to a failure of the control board. The housing and front panel were damaged during transportation to return the device to ocg. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the device failed to start up due to system failure and the front panel lighting error occurred. The device also became very hot. This device malfunction did not occur during the procedure. There was no report of patient injury associated with the event.